Event description:
This is a report of a patient who passed away coincident with continuous automated peritoneal dialysis (capd) therapy. On an unknown date, the patient was hospitalized for an unknown indication and eventually passed away. The cause of death was unknown. Capd therapy was ongoing until the time of death. It was reported that an autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.